Manufacturer narrative:
Data analysis: console was not powered on for almost a year and booted up with a battery failure. It is likely the console was not routinely charged which led to depletion of the batteries. Device analysis: the batteries were able to be recharge even though the low voltage safety lockout mechanism had activated triggering the battery failure alarm. The root cause of the battery failure alarm was due to depleted batteries. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) presented with a battery failure alarm. There was no patient involvement when the alarm occurred.